Event description:
I had to stop using it because it made me feel unusual discomfort, I didn't know that is what it was at the time. But, after I stopped, the problem also stopped. I cannot say if it has caused me injury or harm, just discomfort and gi problems. And, I lost money buying something that I couldn't use. Pump to manage back pain. It malfunctioned and continued dispensing meds after turned off. Failed back syndrome after a spinal fusion failed to correct the problem this device was implanted in my lower abdomen with enough dilaudid to kill an elephant. I never felt it in my head until it started over-infusing medication and the nurse would find it empty or with much less than it should have been. No alarms sounded, but I was told the alarms are time-based. That is not smart. It should measure the level of medication. I also got a large dose, and the pump went dry when they drained it, a week after turning it off. I couldn¿t taper off and my doctor was unavailable. I suffered through a hellish misery. I also am treated for add, anxiety, and hypertension. I still take some medications to help with the withdrawal symptoms. I couldn¿t not hold the morphine pills down and it has been nearly four weeks of symptoms. I trusted this brand and didn¿t know it was causing me discomfort and possibly corrupting my implanted pain medicine dispenser. I really don¿t know that it was because of this products, but the potential is enough to elicit my response. FDA safety report ID # (B)(4).